Event description:
It was reported that the pt's catheter "kept dislodging." After the fifth occurrence he asked his health care professional to turn the pump off. The pump was turned off six years ago and the pt wanted to have the system explanted. The medication being delivered via the system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.